Manufacturer narrative:
Attempting to get sales rep to meet with complainant. Complainant not responding to date.

Event description:
Customer reports that they had a suction liner with a tear in it as they prepared to remove it from the canister, allowing for suctioned contents to spill into the canister.